Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The lead was experienced t-wave oversensing (twos) and over one hundred sensing integrity counter (sic) counts. The lead was reprogrammed and is still in use. As well, the patient's implantable cardioverter defibrillator (ICD) was experiencing a sensing/detection problem related to the twos issue. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.